Event description:
The physician reported that the patient is asymptomatic because he has compensated. The physician did not have the patient's details available. No additional relevant information has been received to date.

Event description:
It was reported that the ent surgeon had a vns patient in the past with permanent vocal cord paralysis. The ent surgeon felt that the vocal cord paralysis was due to trauma to the nerve during vns electrode placement. It was reported that the ent surgeon always tries to check vocal cord function before and after full vns system implants. Attempts to obtain additional relevant information have been unsuccessful to date.